Manufacturer narrative:
No patient information provided as no patient was involved in this concern. While on-site, a medtronic representative was able to replicate the reported issue when a new interconnect cable was used. The reported issue then carried with the monitor. However, confirmation of replacement has not been provided. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the surgeon monitor of the navigation system flickered while setting up for the procedure. Restarting the navigation system restored functionality. It was reported that the cable seatings were sufficient. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: manufacture date and device evaluation. The surgeon monitor and lcd cable were returned to the manufacturer for analysis. Analysis found that the lcd cable for the monitor was working well with no failure. The monitor was plugged in for analysis and displayed a good image. Shortly afterwards the screen went black. It was determined to be a lcd plug malfunction.